Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was seen in clinic for post-op follow up and there was no longer any capture on the lv lead. The patient was asymptomatic. The lead was repositioned. The patient was stable.